Event description:
A user facility reported to olympus that the lamp did not light. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the lamp failed. Additional evaluation findings are as follows: light guide connector noted worn; foot noted to have poor appearance. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed, the lamp did not light most likely, due to a failure of the lamp. The specific root cause of the failure of the lamp could not be determined at this time. Olympus will continue to monitor field performance for this device.